Event description:
It was initially reported that the stent could not cross the lesion and did not have any damage to it. The pt had very diseased arteries. Four taxus express2 (size unk) stents were inserted successfully into various arteries. The fifth taxus express2 (3.0 mm x 20 mm) drug eluting stent was for the left anterior descending (lad) lesion. This was not a very tortuous vessel, but had quite a tight lesion with some calcium. The physician successfully predilated the lesion with a balloon (size and type unk) but the taxus stent would not cross the lesion. When the dr retrieved the stent it was noted that the struts on the proximal side of the stent were not damaged. However, returned product analysis confirmed that there was strut damage. No additional info is available.